Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during an unknown time, the unit was shredding the patient's skin. It is unknown whether there was any patient impact or delay. Due diligence is in process; no further information is available.